Event description:
House wide telemetry monitoring was lost about a month ago. Preliminary investigation by biomedical, information systems and response team from vendor showed banner on monitor showed a false positive of no connection. In addition, the vendor review discovered system is operating at over 70% capacity since a recent newer b revision software. Vendor recommended the system be upgraded to a 1gig network to lower the operating capacity. Manufacturer response for telemetry monitoring, piic ix software b.01.02 (per site reporter): philips representative responded to the initial incident and remotely assisted with the event. Subsequently, the representative has a plan in place to install the 1gig network upgrade within the next two months.